Event description:
The scope (an mp20 combined with room) alarmed all the night on non-sustain vt (yellow alarm) but nurses didn't hear and see the yellow alarms. According to the customer, the system alarmed in red. They noticed it in the morning but it was too late. The pt died around 13h50 while he was in reanimation room. The pt was transferred to the reanimation room in the morning.

Manufacturer narrative:
The customer reported that a pt had non sustain vt alarms occurring throughout the night in 2008, but staff were not aware as some users are not fully responsive to yellow level alarms. At one point, a red alarm did occur the following morning and staff did respond, transfer the pt to a resuscitation room and attempted to resuscitate the pt but the pt expired. A philips field service engineer did go onsite and confirmed that the device was performing to specification. No pt strips, or pt demographic info was provided. No device malfunction occurred. This failure to recognize and respond to deterioration of the pt's condition is a human use issue, and the hospital is working with its staff to address the issue.